Event description:
It was reported during the photo-selective vaporization of the prostate (pvp) procedure, the fiber was defective. The tip was broken but not detached. The procedure was completed using another fiber without patient complications. The fiber was returned and analysis identified the tip of the glass cap was detached.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirms the reported damaged fiber tip event as analysis identified the tip of the glass cap was detached and was not returned. It is probable that the identified severe debris adhesion on the surface of the metal cap contributed elevated temperature, near the laser beam output window. Continuous elevated temperatures can lead to fiber damage, including glass cap detachments. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the IFU, increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage.